Event description:
Dr performed flying spot ladarvision surgery. The purpose was to turn pt's 6 to 7 diopter myopia into about a 1 diopter myopia, to leave an equal slight undercorrection in both eyes. Surgery gave poor results leaving the right eye seeing multiple images due to post laser ridge on the right cornea. The left eye ended up overcorrected, slightly farsighted.